Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer informed cts he was not able to replace pump until cts guides him in filling new cartridge to confirm if issue was related to cartridge.reportedly, the customer declined troubleshooting with cts and stated he would use an alternate pump for insulin therapy if the cartridge alarm recurred. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.